Event description:
It was reported that a system error 2240 (air in tubing) and a system error 2367 occurred on the homechoice (hc) during dwell 3 of 5. The patient was connected at the time of the alarm. The home patient (hp) said that he had disconnected in fill because he thought he was not filling. He did not use proper disconnect procedures. He then disconnected and reconnected a supply bag, and when he saw that the solution was then moving in the patient line, the hp reconnected. The company representative explained the alarms, reviewed proper procedures regarding disconnect and about not connecting and reconnecting solution bags. The hp was advised to let his registered nurse know about the alarm. The patient would complete therapy with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore, no further investigation will be performed.